Event description:
It was reported that during a da vinci right hemicolectomy procedure, the surgeon encountered an issue with the vessel sealer instrument not properly sealing a vessel. Due to the reported issue, the initial reporter of this complaint indicated that the vessel continued to bleed and the surgeon made the decision to convert the da vinci surgical procedure to open surgical techniques. The initial reporter indicated that when the erbe generator was initially powered on, he noticed an error message on the erbe generator screen. However, the initial reporter stated that the error message disappeared from the screen before he could read the message. During the da vinci surgical procedure, the initial reporter indicated that the vessel sealer instrument was intermittently sealing. On (B)(4) 2013 an intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site. The fse was unable to replicate the reported vessel sealing issue. However, the fse replaced the jumper cable on the front of the erbe generator connecting to the instrument control board (icb). The fse tested the system and verified the system was ready for use. On (B)(4) 2013 and (B)(4) 2014 isi contacted the initial reporter. The initial reporter indicated that approximately 30 minutes into the da vinci surgical procedure, the surgeon had difficulty attempting to seal the patient's ileocolic artery using the vessel sealer instrument. During the event, the initial reporter stated that he noticed white material along the inner walls of the ileocolic artery which he pointed out to the surgeon. According to the initial reporter, the surgeon acknowledged that the white material was possibly calcification of the vessel. The initial reporter informed the surgeon that the vessel sealer instrument should not be used on calcified vessels. The user manual for the vessel sealer instrument states, warning: do not use this instrument on calcified vessels, as inadequate sealing may result. Since the surgical staff could not stop the bleeding from the vessel, the initial reporter stated that the surgeon made the decision to convert the da vinci right hemicolectomy procedure to open surgical techniques. The open surgical procedure was completed successfully and no post-operative complications were reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the system logs for the site with a procedure date of 12/10/2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci surgical procedure to open surgical techniques after encountering difficulty while attempting to seal the ileocolic vessel with the vessel sealer instrument.